Manufacturer narrative:
Preliminary risk is indicated: severity: preliminary 3 (critical) there was a mistreatment of 1 patient for 1 fraction and another patient for 2 fractions of a treatment with a standard dose for multiple fractions treatment. This may potentially result in a serious injury. Probability: preliminary c (remove) the clinic staff has the task to verify the correct setup before starting treatment. It is very likely, that loading a wrong patient data set will be recognized as the positioning will not fit to the laser marks on the patient's skin. No other products are concerned. Also see MDR 2910081-2010-00004.

Event description:
A potential product issue has been reported with our primus hi linear accelerator. In the abundance of caution, this issue is being reported. While downloading a patient's records the fields of another patient appeared in primview. Same thing happened for another patient- two patients received incorrect treatment in two days. This MDR is for the first patient. No information was reported that suggests that a mistreatment or serious injury has occurred. Preliminary risk assessement is documented, corrective action is pending investigation and root cause determination.